Event description:
A malfunction occurred on the customer's pump after it got wet at the beach. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. The customer planned to use multi-dose insulin injections as backup therapy while technical support arranged for a replacement pump, which would include updated software. The original pump was returned by the customer, following instructions provided by technical support.